Manufacturer narrative:
Follow-up # 2 ¿ (11/05/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/25/2013 and 11/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient¿s onetouch ultra2 meter was reading inaccurately compared to the same meter. The patient was not available for follow up questions. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred in (B)(6) 2013, while she was out of town. The reporter stated on (B)(6) (unknown year) readings of ¿156, 92 and 118mg/dl¿ were obtained greater than 20 minutes from one another. The patient reported taking a combination of oral medications including metformin 1000mg in the morning and 500mg in the evening with diet and exercise to manage her diabetes. The patient reported within 1 month she became dizzy. The reporter stated in (B)(6) 2013, the patient was hospitalized and was given insulin as treatment. The reporter was unable to state if any readings that were obtained while the patient was in the hospital. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site. Replacement products were sent to the patient. Although the linkage between the alleged meter readings and the alleged injury remain unclear, despite repeated attempts, the patient was not available for additional information. This complaint is being reported because the reporter claims due to the alleged issue the patient required treatment from a healthcare professional.

Manufacturer narrative:
Follow-up # 1: the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, the meter was found to be missing battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.